Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During evaluation a device alarm was observed. The oxygen blending module and harness were replaced to address the issue. The oxygen blending module and harness were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module and harness functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During evaluation a device alarm was observed. The oxygen blending module and harness were replaced to address the issue.